Manufacturer narrative:
Manufacturer's investigation conclusion: a fracture in the silicone of the driveline bend relief was confirmed through an onsite evaluation by an abbott representative and through a submitted photo. A specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. The submitted driveline photo confirmed a tear in the silicone jacket approximately 0.5¿ from the metal of the controller connector. The tear extended partially around the driveline. No underlying layers were visible. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, damage due to wear and fatigue of the driveline, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 01oct2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer report number of previous rescue tape application of other end of sleeve: 2916596-2021-00836.

Event description:
It was reported that the patient had a tear in the driveline, rescue tape was recommended, and it was planned to install a clamshell immediately. The other end of the sleeve had tapped wrapped around it as it split very soon after the lvad was implanted. The patient had a clamshell repair on (B)(6) 2021. The patient was asymptomatic.